Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model cre14s cto catheter allegedly experienced detachment. This information was received from various sources. All of the detachment instances involved patients with no consequences. The age and weight were not provided for the patients involved. Of the reported patients, two were reported as male and the sex was not reported for the other four.

Manufacturer narrative:
H10: the lot number for the malfunctions were provided and a lot history review was performed. Of the six malfunctions, one was reassessed and determined to have experience material separation; the sample for this malfunction was not returned and the investigation is inconclusive for material separation. Of the remaining five malfunctions, one sample was not returned and is inconclusive for detachment. Of the remaining four malfunctions, two samples were returned and confirmed for core wire detachment. Of the remaining two malfunctions, one was confirmed for tip detachment and the other was identified for tip detachment. Based upon the available information, a definitive root cause is unknown. The device was labeled for single use. H10: d4(lot numbers gfbu1879,gfcw2164). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model cre14s cto catheter allegedly experienced detachment. This information was received from various sources. All of the detachment instances involved patients with no consequences. The age and weight were not provided for the patients involved. Of the reported patients, two were reported as male and the sex was not reported for the other four.

Manufacturer narrative:
Of the six malfunctions, one was reassessed and determined to have experience material separation; the sample for this malfunction was not returned and the investigation is inconclusive for material separation. Of the remaining five malfunctions, one sample was not returned and is inconclusive for detachment as no objective evidence has been provided to confirm any alleged deficiency with the device. Four devices were returned to for evaluation; the investigations of the reported malfunctions are currently underway. The device is labeled for single use. Lot numbers gfbu1879,gfcw2164.

Manufacturer narrative:
Of the six malfunctions, four have been returned and two will not have their devices returned. The investigations of the reported malfunctions are currently underway. The device is labeled for single use. (Lot numbers gfbu1879, gfcw2164).

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model cre14s cto catheter allegedly experienced detachment. This information was received from various sources. All of the detachment instances involved patients with no consequences. The age and weight were not provided for the patients involved. Of the reported patients, two were reported as male and the sex was not reported for the other four.